Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge temperature display screen was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that display screen was not working. A field service engineer (fse) turned refrigerator powered off and then re-seated all cable connections to resolve the issue and confirmed that the refrigerator bezel and temperature display was fully functional. The system functioned as intended after the field service engineer repaired the device.